Event description:
During product evaluation, the pump's air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 02 2007. Evaluation summary:the condition of the pump's air in line printed circuit board (ail pcb) being out of specification was confirmed. This part could not be calibrated, therefore the pump head module was replaced.